Event description:
The neuro specialist received a voice mail from the user facility reporting that a resident was placing a trauma catheter, with the distal end in ventricles, and winding the catheter body around his hand. The catheter body split apart. Additional info has been requested.